Event description:
I had essure implanted in (B)(6) 2008 and ever since I have had 2 month periods, hair loss, developed a nickel allergies, shortness of breath. Iron deficiency, had ectopic pregnancy, and now I have to have a hysterectomy due to a coil coming a part.